Manufacturer narrative:
The insulin pump was received with blank display due to corroded at lcd board. The insulin pump was unable to perform operating currents, self test, unexpected restart error test, rewind test, basic occlusion test, occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The insulin pump had cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump would not turn on. The customer's blood glucose was unknown at the time of incident. The customer stated that the insulin pump would not turn on even after changing batteries. The insulin pump will be returned for analysis.